Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device 1 year.¿no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was seen at the implanting center for drainage at the driveline exit site. The patient was placed on amoxicillin (B)(6) 2017, and was actively listed for heart transplant. During a routine visit at the implant facility on (B)(6) 2017, the dressing was changed, and some brown drainage was noted. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. A direct correlation between the device and the reported infection could not be determined through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.